Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. The tip of a torque indicating wrench sheared off intra-operatively and was left in the set screw inside the patient. Testing indicates that the tip will fail under approximately 150 ± 9 in-lbs. Since the torque wrench is rated for 98 ± 8 in-lbs, the tip likely sheared off due to over-torquing the set screw, which is consistent with misuse of the instrument, or due to the handle being out of spec. However, since the instrument was not returned, no definitive conclusions could be made. A general review of the manufacturing and inspection records contributed no additional information. Not returned.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that the tip of a torque wrench broke off in a set screw inside the patient. Surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that the tip of a torque wrench broke off in a set screw intra-op and remains in the patient. Surgery took place (B)(6) 2016.